Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical (B)(4). The reported malfunction was not duplicated or confirmed. The device was put through extensive testing which included bench handling, power cycling without duplicating the reported malfunction. The color lcd assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.